Event description:
The customer reported that the re-grasp alarm occurred repeatedly while attempting to seal the pt's tissue. There was no pt harm. After the procedure it was noted the snap pins were broken off of the sample. It is unk when the damage occurred. Nothing fell into the pt's cavity.

Manufacturer narrative:
(B)(4). Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100 percent visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.